Event description:
Boston scientific crm received information that the patient was in the hospital with shortness of breath. It was noted that every time the patient moved, the device would pace near the maximum sensor rate. The minute ventilation (mv) feature had been programmed on in the device for six weeks and once it was turned off the high rate pacing stopped. There was also concern over a possible pocket infection since the area around the pocket was sore, and according to the boston scientific sales representative (sr) there were other signs of infection. The sr also noted that the patient claimed she had experienced an infection shortly after implant, three years ago, and the device was moved to the other side of her body. Currently, the physician opted to re-baseline the mv feature and lower the response factor. The hospital will also be checking for infection and once results are received they will decide on a course of action. No additional adverse patient effects were reported. New information was received that the entire pacemaker system has now been explanted for an infection and erosion. A new system was implanted on the patient's right side. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.